Event description:
Senseonics was made aware of an incident where the user reported of receiving no sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.